Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The device was removed due to unknown reason and replaced with a new aus system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. Previous aus was removed due to infection. New aus was implanted later as the patient's sugar levels were not being controlled. The patient is doing well.